Event description:
During a follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected but this was not confirmed. The rv lead was capped and replaced to resolve this event. The patient was stable.